Event description:
It was reported that during an unknown procedure, the device could not be opened after firing. The surgeon had to use knife to cut the tissue to remove it and used hand sewing to complete the procedure. The patient is fine now.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device closed and opened properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.